Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that performance data was evaluated and showed that the patient received an inappropriate shock due to atrial tachycardia/atrial fibrillation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.